Event description:
Clinician applied electrotherapy treatment to pt's foot. The clinician concluded the treatment with no residual treatment effects. Later after the clinician concluded the treatment the pt reported a burn in the treatment area. The clinician treated the pt using the premod waveform. The intensity of the waveform was set to tolerance by the pt. The output frequencies of the waveform were set to the unit default settings. The treatment time was prescribed to 15 minutes. The clinician applied the treatment using new electrodes 2 inched in diameter. The pt suffers from nerve damage in the foot of treatment. This was the pt's first electrotherapy treatment.

Manufacturer narrative:
Awaiting return and evaluation of device.